Event description:
It was reported that the patient underwent a revision procedure due to hole in right cylinder with an inflatable penile prosthesis (ipp). The ipp cylinder/pump pre-connect was explanted and a new ipp cylinder/pump pre-connect was implanted.

Manufacturer narrative:
Device analysis: an allegation of a cylinder hole was reported. The ipp cylinders and pump components were visually inspected and functionally tested. A leak attributed to cylinder on cylinder wear was identified in one of the cylinder bodies. Broken fabric threads were also present. The pump was not functionally tested due to the reported events being confirmed with the cylinder analysis. Product analysis confirmed the reported allegation of a cylinder hole. Visual inspection and functional testing of the ams 700 ipp cylinders and ms pump confirmed the reported allegations of a cylinder hole. A leak attributed to cylinder on cylinder wear was identified in one of the cylinder bodies. Broken fabric threads were also present. Product analysis therefore concluded fluid loss as the most probable cause of the event, since the identified leak aligns with the reported events. The product record review confirmed the reported do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of cause traced to component failure was chosen, as the reported events could be traced to fluid loss through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to hole in right cylinder with an inflatable penile prosthesis (ipp). The ipp cylinder/pump pre-connect was explanted and a new ipp cylinder/pump pre-connect was implanted.